Event description:
It was reported the patient had her acticon neosphincter device removed and replaced due to recurring incontinence. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Implanted in 2005. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.